Event description:
It was reported that the patient experienced an event of low blood glucose also patient used expired infusion set low blood glucose was treated by eating something on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.